Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 320 mg/dl at the time of incident and the current blood glucose level was over 600 mg/dl. The customer was treated with max bolus with the insulin pump. Customer states they tried to put sensor and transmitter in and went to pull out the needle and it was bleeding terribly. Customer states there was blood on the inside of the port. Customer states green button was stuck on the serter and insulin pump had insulin flow blocked. Customer did not wish to troubleshooting for the high blood glucose, blood at site or insulin flow blocked. The insulin pump will not be returned for analysis.